Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: all keypad button symbols were worn, however there was no physical damage found to the keypad cover. All keypad buttons responded normally not button presses. The original complaint could not be confirmed or duplicated on investigation. The keypad cover was removed, and there was evidence of contamination found under all button contacts. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked.

Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.